Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found device damage consistent with wear from normal use and servicing. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument was reported for unknown reason.